Event description:
Radiology technician was setting up portable x-ray (mobilette xp) in the nicu when a loud popping noise was heard as well as sparks and smoke. Machine removed from service seimens contacted. An earlier report to FDA of same thing happening late last year.